Event description:
It was reported that (2) devices were used during a sigma. It was reported by the affiliate that the tlc55 instrument would not fire after reloading. Another instrument was used to complete the case. There was no consequence to the pt.